Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. A few months ago the remaining battery longevity was four years and the recent estimate was three years. Disk analysis revealed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. A few months ago the remaining battery longevity was four years and the recent estimate was three years. Disk analysis revealed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the pacemaker remains in service and no adverse patient effects were reported. Additional information received indicates that the pacemaker was successfully explanted and replaced. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. A few months ago the remaining battery longevity was four years and the recent estimate was three years. Disk analysis revealed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the pacemaker remains in service and no adverse patient effects were reported. Additional information received indicates that the pacemaker was successfully explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the surgical intervention.